Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The reservoir does not stay locked in due to missing retainer. The pump was received with minor scratches on case, pillowing keypad overlay and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump got damaged. The customer's blood glucose was unknown. The product was returned for analysis.